Event description:
New etq record created in order to update etq (legacy system) complaint (B)(4). Reason for original complaint. -litigation alleges patient experienced severe pain, discomfort, difficulty ambulating, and a loosened acetabular component. Doi: (B)(6) 2005 - dor: none reported (right hip). (B)(6). **update: (B)(4) 2012 - medical records were received from legal, and part/lot information was identified. Records are available for further review. Doi: (B)(6) 2005 dor: (B)(6) 2011. **update** (B)(4) 2013- upon medical record review by a medical professional, a loose cup was discovered. A cup has been added. There is no new additional information that would affect the existing MDR decision.

Manufacturer narrative:
No device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
The investigation is ongoing. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product complaint # (B)(4).

Manufacturer narrative:
UDI:(B)(4).